Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem & section d medical device brand name, medical device model.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.1 had failed. A field service engineer (fse) arrived on-site and confirmed customer was successfully recovered the previously failed pocket, but another pocket had failed, and the customer intended to attempt recovery. Upon arrival, no pockets or drawers failed. The fse inspected the drawer and proactively replaced the controller board to prevent future issues. All pockets were removed and checked for debris, ensuring proper cleanliness and functionality and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.